Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used on patient, and there was ¿prolapse returned and surgery redone plus section of bowel removed with temporary stoma¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.